Event description:
It was reported that the patient presented remotely via merln.net. Review of transmission revealed that the right ventricular (rv) lead was exhibiting high defibrillation impedance and high capture threshold. Programming changes were made to resolve the issue. There were no patient consequences.